Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain lower ("severe cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), emotional disorder ("rapid cycling of emotions") and rash ("unexplained rashes"). The patient was treated with surgery (left salpingo-oophorectomy on (B)(6) 2015). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, back pain, dyspareunia, emotional disorder and rash had not resolved and the procedural pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, abdominal pain lower, back pain, dyspareunia, emotional disorder, rash and procedural pain to be related to essure. The reporter commented: that she was investigating her options for a removal of her right coil. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and heavy bleeding. A left salpingo-oophorectomy was performed 2 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia"), ovarian cyst ruptured ("ovarian cysts and ruptures") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included escitalopram oxalate (lexapro), ibuprofen, lorazepam (ativan), paroxetine hydrochloride (paxil) and vicodin (lortab). In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("depression"). In 2014, the patient experienced fatigue ("fatigue"), nausea ("nausea"), alopecia ("hair loss") and eczema ("eczema"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"), dysuria ("pain in urination") and blood urine present ("blood in urine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), emotional disorder ("rapid cycling of emotions/emotional outburst"), rash ("unexplained rashes"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea"), night sweats ("night sweats"), mood swings ("mood swings"), uterine pain ("uterine pain"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with surgery (unilateral salpingo-oopherectomy (left) on (B)(6) 2015/hysterectomy with unilateral salpingectomy to remove second essure coil on (B)(6) 2017 ), surgery (ablation) . Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, ovarian cyst ruptured, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, emotional disorder, rash, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, night sweats, mood swings, nausea, alopecia, depression, eczema, weight increased, dysuria, blood urine present, uterine pain, abdominal pain, arthralgia and myalgia had resolved and the procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, blood urine present, depression, dysmenorrhoea, dyspareunia, dysuria, eczema, emotional disorder, fatigue, genital haemorrhage, menorrhagia, mood swings, myalgia, nausea, night sweats, ovarian cyst ruptured, pelvic pain, procedural pain, rash, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: full occlusion of fallopian tubes (B)(6) 2015 pelvic ultrasound. Successful occlussion; essure device was seen during the november ultrasound . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received:the event abnormal vaginal bleeding, menorrhagia, bladder problems, urinary tract disorder, dysmenorrhea, fatigue, night sweats, mood swings, nausea, hair loss, depression, eczema, weight gain, ovarian cysts and ruptures, pain in urination, blood in urine, uterine pain, abdominal pain, joint pain, muscle pain added,events outcome added,concurrent condition added,events outcome added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and heavy bleeding. A left salpingo-oophorectomy was performed 2 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.